Manufacturer narrative:
Zimvie complaint (B)(4). . A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Event description:
It is reported that implant in tooth site #21 was placed very near of tooth #22, no concerns at the time of placement. After 2 week of follow up, at 3month final check, there is large radiolucency noted around apex of implant and tooth #22. Root canal of tooth #22 failed to resolve issue, implant removed and tooth from site #22 also removed, abscess cavity debrided and bone grafted. Symptoms as a result of the event: abscess. Pain. Inflammation.